Event description:
It was reported that during the procedure, the helix mechanism of this right ventricular (rv) lead could not be extended, even after several attempts, which resulted in prolonging the procedure time. Additionally, the impedance measurements exceeded above normal values (3000 ohms). The lead was replaced for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.